Manufacturer narrative:
Device evaluated by manufacturer? No lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon removed a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, from the lens vial and noted a "mark" or something similar on the lens surface. The lens was not used or loaded and was placed back into the vial. There was no patient contact. The backup lens was implanted with no problem.

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage to the lens. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. No observable marks were found on the returned lens. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).